Event description:
Same case as 2134265-2008-01888. It was reported that post a coronary stenting treatment procedure, thrombosis, myocardial infarction and death occurred. The lesion was pre-dilated, unk type and size balloon. The physician implanted a liberte' 4.0x16mm bare metal stent to the proximal right coronary artery (rca). A non bsc 3.5x24mm stent was implanted in the distal rca and another non bsc stent, a 4.0x24mm, was implanted in the proximal side of the distal rca. Prior to this procedure the rca had thrombus and post procedure, a small amount remained. Panaldine and aspirin were administered prior to the procedure and heparin and aspirin were prescribed post procedure. Two weeks post procedure the pt was treated for an old myocardial infarction. A taxus express2 3.0x32mm drug eluting stent was placed in the mid left anterior descending (lad) artery. The stent was post dilated at 14 atms. Collateral flow was confirmed from the lad to the rca. Panaldine was prescribed post procedure. Ten days post procedure the pt developed interstitial pneumonia due to panaldine, so the panaldine was discontinued. At this point, the physician prescribed heparin and aspirin. Three weeks later, the pt had an acute myocardial infarction with st elevation. The pt was in a state of shock. A thrombosis was suspected in the rca. Resuscitation efforts were performed and the pt was transferred to another hospital. Angiography confirmed 99% occlusion in the distal rca and total occlusion in the mid lad. The pt died of cardiac arrest.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this particular batch of device that was used in the procedure is not possible as the batch number is unk. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication, because the complaint is associated with a known physiological effect of the procedure noted within the directions for use (dfu).